Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Accolade stem inserter: the doctor said that the tool was straight. When in use it was easier to contact greater trochanter and caused the bone to fracture.

Manufacturer narrative:
An event regarding intraop fracture involving a accolade inserter was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 03 other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Accolade stem inserter: the doctor said that the tool was straight. When in use it was easier to contact greater trochanter and caused the bone to fracture.